Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that tensile stress exceeding the product design limit might have been locally applied on the caravel microcatheter during removal while the catheter tip had been trapped by the lesion. Consequently, the catheter tip was torn off. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed to treat a chronic subocclusion in the right coronary artery (rca). An unspecified guide wire crossed the lesion, but an asahi caravel microcatheter was unable to cross the lesion. When attempts were made to remove the microcatheter, it remained stuck in the chronic subocclusive lesion. Upon removal, the catheter tip broke off and remained stuck. It was informed that hospitalization was extended for monitoring.